Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during routine maintenance of the arctic sun device, they noticed that there was air in the fill tube, and it was not difficult to fill up. They changed the tube and the system filled up and customer did not report this, and representative resolved. Per follow up information received via email on 28dec2022, the device was fixed onsite. The complaint form noted that the representative changed the tube, and it started working. The date of event occurred was 06sep2022. The complaint was about the fill tube so they would assume that the representative changed the fill tube.

Event description:
It was reported that during routine maintenance of the arctic sun device, they noticed that there was air in the fill tube, and it was not difficult to fill up. They changed the tube and the system filled up and customer did not report this, and representative resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.